Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for 1 day. Blood glucose level was displayed high at the time of the event due to which patient required assistance from an emergency room (ER) and patient took correction injection via multiple daily injections itself. Patient was found positive for ketones level. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008164, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal "6008164". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008164 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 9 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4g00590 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc03, on 08-jul-2024, with a total of (B)(4) units. The lot 4a05349 was manufactured according to the wi version 59 and manufactured in the machine sc04, on 01-feb-2024, with a total of (B)(4) units. The lot 4b03896 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 19-feb-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.